Manufacturer narrative:
Per tandem user guide: "place bottom of the cartridge at the end of the pump. Make sure cartridge is lined up to both guide tracks." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became dislodged from the pump. Reportedly, the customer believes they did not load cartridge onto the pump correctly. Customer's blood glucose level was 400 mg/dl. Customer was able to successfully reload cartridge and resume insulin therapy.